Event description:
Introducer sheath severed inside pt. Introducer was used to insert a pa catheter. About a 2" piece of the introducer broke off inside the pt. Attempts to remove the piece were unsuccessful. A body scan revealed that the severed piece is extra vascular. Pt is fine.